Manufacturer narrative:
There was no pt involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Evaluation is pending.

Event description:
On (B) (6) 2009, the sales rep reported that during a kit inspection, the pathfinder cannulated polyaxial screwdriver ii modular would not mate with screws. This malfunction has been associated with an adverse event in the past. There was no pt involvement.